Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the customer is having repeated issues with the cardiosave intra-aortic balloon pump (iabp) being sent for repair due to helium issues. The customer stated that conflicting information has been received regarding whether to keep the valve open or closed when the iabp unit was not in use. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A response has been provided to the customer in satisfaction of their request.

Event description:
It was reported that the customer is inquiring on how to prevent reoccurring helium leak issues on the cardiosave intra-aortic balloon pump (iabp). The customer stated that they were provided with conflicting information per the instruction manual regarding whether to keep the valve open or closed when the iabp unit is not in use. There was no malfunction of the iabp, and no patient was involved as this is a concern regarding then the unit is not in use.